Event description:
July 18th, 2026 I made a call to tandem technical support. The customer servicerepresented stated that the mobi pump needs to be within 3 ito 6 inches inches of thesensor used to maintain a blue tooth connection. There are no requirements specifiedin the IFU indicating that the pump would need to be worn on the arm next to theDexcom G7 sensor. The initial complaint to tandem was the mobi would loseconnection to the pump and not able to reconnect forcing the pump after 20 min intomanual basal mode. This results in alerts and errors that drives down battery life until areconnection is re-established. This occurence has happened multiple times in the past24 hrs and we verified the patient was wearing the pump in the location and per thedirections in the instructions for use. The technical services representative walked usthrough rebooting the pump's bluetooth which restored the function and connection. Iformally asked tandem to open a complaint for this issue based on their statement thepump had to be worn on the same side of the body within 3 to 6 inches of the g7sensor. This is not in the IFU. / Product details: Tandem Mobi Serial number 1383320.